Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Cracks to the case, battery tube threads, belt clip slot and scratched display window noted.

Event description:
Customer reported a keypad anomaly on her insulin pump. Troubleshooting found customer was unable to scroll without input and that all buttons were unresponsive. The customer also stated the insulin pump was not dropped or exposed to moisture but the problem has persisted for the last five days. Customer also found a small crack on the battery compartment when she was instructed to remove the battery. Customer was advised to disconnect from her insulin pump and revert to her back-up plan while her replacement insulin pump is being shipped. No additional information is provided.